Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has cancer and was being treated for a 5-6 cm stricture within the sigmoid colon. Additionally, the patient's anatomy was not tortuous. During the procedure, the stent could not be fully deployed. Reportedly, only 3 cm of the stent was able to be released as the physician was unable to retract the outer sheath. Subsequently, the stent was also unable to be reconstrained on the delivery system before removing it from the patient. In the physician's assessment, the stent was unable to deploy as a result of the delivery system. The partially deployed stent was removed from the patient without any issues and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4): stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.